Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging that they saw a message on pump display that read ¿press any function button to cancel bolus¿. The patient stated that they were not programming a bolus at that time. A review of bolus history shows first 12 records are 0 unit boluses programmed from the mr between 357p and 402p this afternoon. The reporter denied any keypad issue on pump or mr. Customer support assisted with unpairing pump and mr. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.